Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported first by voice message pen needles clogged. I returned this consumers call finding during the injection the needle clogs. Claims to complete a flow check with each injection. Reviewed the placement of the non patient end to pen. Caller did not keep the box or pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported first by voice message pen needles clogged. I returned this consumers call finding during the injection the needle clogs. Claims to complete a flow check with each injection. Reviewed the placement of the non patient end to pen. Caller did not keep the box or pen needles.